Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 09-mar-2021. The most recent information was received on 17-mar-2021. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure (batch no. He0113u) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), headache ("headache"), arthralgia ("joint pain") and abdominal distension ("bloating"). The patient was treated with surgery (essure extracted.). Essure was removed. The reporter considered abdominal distension, abdominal pain, arthralgia and headache to be related to essure. The reporter commented: that she has significant disability and needs for surgical intervention to avoid injury or permanent disability. Extracted. Batch no he0113u, production date 2015-08-12, expiration date 2018-08-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 17-mar-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2021. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure (batch no. He0113u) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), headache ("headache"), arthralgia ("joint pain") and abdominal distension ("bloating"). The patient was treated with surgery (essure extracted.). Essure was removed. The reporter considered abdominal distension, abdominal pain, arthralgia and headache to be related to essure. The reporter commented: that she has significant disability and needs for surgical intervention to avoid injury or permanent disability. Extracted. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.